Event description:
It was reported that during an arthroscopy case internal blade broke off in a patient. Blade was removed from patient and surgery was successfully completed.

Manufacturer narrative:
Additional information will be provided, once the investigation is completed.